Event description:
Pt with a left total hip arthroplasty in 1990, with a revision in 2002 in which a cage was placed. They began to have pain for the last year. They were admitting for a revision left total hip arthroplasty to remove the cage and place a cup. During the procedure the femoral head was removed and replaced.